Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of dizziness. Upon interrogation, it was found that the patient's right ventricular (rv) lead was over-sensing noise resulting in pacing inhibition. It was further noted that shock was inappropriately delivered from the rv lead due to the noise. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.